Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their doctor. The letter states that it is the doctor's opinion that the patient to stop the aligner treatment due to the irritation of the patient's mouth and gums.